Event description:
Information was received indicating that a smiths medical cadd infusion pump exhibited no disposable alarm at the end of the self-test with a cadd cassette. No patient consequences were reported. No adverse effects were reported.